Manufacturer narrative:
The device pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Section h codes have been updated to reflect this.

Event description:
No new information.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device is pending evaluation. 1 device was not evaluated, as a probable cause for the issue was identified during communication between the customer and stryker and no further assistance was requested by the customer. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 4 malfunction event(s), where it was reported the device experienced fluid leaking onto the floor. There was no patient involvement.